Event description:
Complainant's father was totally functional prior to 11/93, when he developed weakness in his right leg that progresses to his right arm. The complainant feels that this condition is in some way connected to his father's use of a cellular phone for 3 yrs. He was given a brain scan and it was discovered that he had multiple myeloma and a subsequent biopsy showed that the brain tumors are malignant.